Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced non-conversion with their current programming settings. The patient received anti-tachycardia pacing (atp) and shock therapy in which therapy was exhausted. The patient remained in ventricular fibrillation (vf) arrythmia. An external rescue was performed, and the cardioversion was successful. The patient was hospitalized for observation. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced non-conversion with their current programming settings. The patient received anti-tachycardia pacing (atp) and shock therapy in which therapy was exhausted. The patient remained in ventricular fibrillation (vf) arrythmia. An external rescue was performed, and the cardioversion was successful. The patient was hospitalized for observation. At this time, the device remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced non-conversion with their current programming settings. The patient received anti-tachycardia pacing (atp) and shock therapy in which therapy was exhausted. The patient remained in ventricular fibrillation (vf) arrythmia. An external rescue was performed, and the cardioversion was successful. The patient was hospitalized for observation. At this time, the device remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.